Manufacturer narrative:
Correction: the product was not returned to stryker. Visual, dimensional, functional inspection, and material analysis could not be performed as the device was discarded. Complaint history records were not reviewed as a valid lot number was not provided and could not be obtained. Manufacturing history records were not reviewed as a valid lot number was not provided and could not be obtained. It was reported that the threading of the screw shank fractured post-operatively. Root cause could not be determined; however, some potential root causes are: improper construct, set screws not tightened correctly, excessive load due to unstable construct, excessive load due to patient anatomy/pathology, patient performs strenuous post-op activities, surgeon applying too much torque to seat the screw head.

Event description:
It was reported that the screw was broken post-operatively. The patient underwent revision surgery.

Manufacturer narrative:
Additional information & correction: patient age: updated to 67 years.

Event description:
It was reported that the screw was broken post-operatively. The patient underwent revision surgery.

Event description:
It was reported that the screw was broken post-operatively. The patient underwent revision surgery.